Event description:
It was reported that during a da vinci-assisted hiatal hernia- paraesophageal surgical procedure, the surgeon noticed that the white insulating pad of the harmonic ace was fraying after a few uses. The surgeon was asked if they wanted a replacement, but they wished to keep the flow of the surgery moving and continued with the original instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter spoke to the staff in the case and confirmed that they did not see any fragments falling into the patient. The customer had no additional information to provide.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was missing material measuring approximately 0.055" x 0.010" at the distal tip of the pad. The material missing was not returned as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.